Event description:
It was reported that, at 175,000 joules; time expended:30 minutes, while using the surgical fiber during a prostate procedure, the "fiber cap detached and was retrieved with a pin". The fiber was replaced and the procedure completed using a second surgical fiber. "No injury to the patient" was reported.

Manufacturer narrative:
Device available for evaluation updated. Device codes added. Device evaluated by manufacture updated. Evaluation codes added. Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone at the bevel edge; the distal end of the glass cap is detached and returned within the metal cap; the metal cap is detached and returned; the fiber proximal to fracture can freely rotate; the glass cap exhibits moderate devitrification at output window; the metal cap exhibits moderate char on the metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.